Manufacturer narrative:
The customer complaint investigation was performed based on the customer description and the customer-supplied photographs. The kit and smart card were not returned. Visual inspection of the customer-supplied photographs showed that the centrifuge bowl had dislodged from the bowl holder during treatment. A known cause of the centrifuge bowl dislodging out of the bowl holder is that the bowl was not properly locked into the bowl holder during treatment. During lot release testing 32 kits from p313 were tested with no issues reported. A material trace of the bowl assembly and its components used to build lot p313 found no related non-conformances. A device history record (DHR) review did not result in any related non-conformances. The root cause of the bowl break is most likely due to improper installation of the centrifuge bowl into the bowl holder. No further action is required at this time. This investigation is now complete. (B)(6).

Manufacturer narrative:
The system was used for treatment. This case is reportable as a MDR due to the reportable malfunction centrifuge bowl leak/break. Since this reportable malfunction is only associated with the kit, this MDR will only be against the kit. A batch record review for kit lot p313 was conducted. There were no non-conformances related to the complaint. This lot met all release requirements. A review of kit lot p313 shows no trends. Trends were reviewed for complaint category, centrifuge bowl leak/break. No trends were detected for this complaint category. At the time of this report, the analysis of the returned photographs is still in process. A final report will be filed when the analysis is complete. Pqc-001568 n.s. (B)(6) 2026.

Event description:
The customer contacted therakos to report they experienced a centrifuge bowl leak/break with their cellex photopheresis kit ("kit") during an extracorporeal photopheresis (ecp) treatment. The customer reported the centrifuge bowl broke during the procedure. The customer reported the patient was in stable condition and no residual blood within the kit was returned to the patient. The kit return was requested; however, the customer discarded the kit. The customer will return photographs for investigation.